Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. Device review: the device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found two lot number shipped to the customer during the time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.

Event description:
A peritoneal dialysis (pd) patient reported signs of fibrin during treatment. The peritoneal dialysis registered nurse (pdrn) reported on (B)(6) 2015 the reported stomach pains and observed cloudy effluent during treatment. The was requested to come into the clinic on (B)(6) 2015 but had some fibrin buildup as a result of the infection. The practiced aseptic technique when completing peritoneal dialysis treatments and it was unknown what may have attributed to the infection. There were no fluid leaks were reported during treatment or prior to infection. The pdrn stated the was not hospitalized for the episode of peritonitis and was being treated in-home. Per pdrn as of (B)(6) 2015, the signs and symptoms of peritonitis have resolved, and the continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.